Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician advanced a smart coil through the benchmark select catheter (benchmark select) and then attempted to deploy the coil into the patient. However, the coil did not take its intended shape in the aneurysm and remained straight. Therefore, the physician removed the smart coil and completed the procedure using non-penumbra coils and the same benchmark select. There was no report of an adverse effect to the patient. Please note that the date of event is being left blank because the manufacturer is waiting on clarification from the customer for the correct date of event.

Manufacturer narrative:
Please note that date of event has been updated based on additional information provided from the penumbra sales representative on 01/09/2017.